Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va0gcs6, implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-feb-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they were experiencing pain in their butt because the "electrodes were causing problems". The caller said they kept the ins on the same side, but moved the electrodes from the left side to the right side. No device issue was reported and no further patient complications have been reported as a result of this event.